Manufacturer narrative:
(B)(4).

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom home ac power supply overheats when plugged into any freedom driver or freedom battery charger. The customer also reported that the patient was provided with a replacement home ac power supply. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom home ac power supply overheated when plugged into any freedom driver or freedom battery charger. The customer also reported that the patient was provided with a replacement home ac power supply. There was no reported adverse patient impact. The home ac power supply was returned to syncardia for evaluation. Visual inspection revealed a recessed socket pin in the hypertronics connector. During investigation testing, the external temperature of the housing and connector was elevated compared to temperature values obtained after the recessed socket pin was realigned. Based on the test data, the reported issue was reproduced, and the likely root cause of the elevated temperature of the home ac power supply was the recessed socket pin. The home ac power supply was returned to the supplier for repair. This failure mode posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has redundant power sources of onboard batteries and a car charger, and patients are provided with multiple ac power supplies. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.